Event description:
It was reported that a customer encountered an issue with their insulin pump, where a button on the case was broken, requiring the use of tape to hold it together, making it difficult to press the button and turn the pump on. There was no adverse impact to the customer's blood glucose level. Customer declined troubleshooting with tandem technical support and declined to provide further information.